Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 393 mg/dl at the time of the incident. The customer reported that the pump shows it has a reservoir, the battery and alarm and when the customer went to do a bolus everything disappeared. When the customer pressed anything, it turns off. It does the 3 beeps and staying on. It drops first and then the numbers when priming. The customer had lost a lot of insulin because of that. The customer reported that the display did not return after inserting new battery. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Device received with moisture damage motor, vibrator, keypad and battery tube assembly. Device received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained address or serial number label, cracked belt clip slot and cracked battery tube threads.